Event description:
Info was received that reported a pt was hospitalized in 2007. The pt is reported to be in diabetic ketoacidosis. The pt was treated with IV fluids and insulin. His physician does not know the root cause of the dka, but reportedly, the pt was also being treated for food poisoning. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.